Manufacturer narrative:
Failure analysis noted that the pump had blank display due to faulty lcd driver on the lcd board. They were unable to confirm the unexpected low battery alarm due to the blank display. The pump had a cracked reservoir tube lip, cracked display window, broken belt clip slot and cracked case near the display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 262mg/dl. The customer stated that the pump stopped working even after a battery change. The pump had a small crack on the top between where the clip ends and the battery. The customer attempted to treat but the pump was blank. Troubleshooting was not able to resolve the issue. The display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.